Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error during basal delivery and had a high blood glucose event. The customer¿s blood glucose level was 469 mg/dl at the time of the incident. The displacement test was performed and passed. Customer had a high blood glucose of 469 mg/dl and no form of treatment was reported and no troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm, low battery, button error, no reservoir or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed.